Event description:
It was reported the catheter was replaced and was discarded. The reported catheter issues were ¿break¿ and ¿kink¿. Per reporter there were no patient symptoms or injuries related to this event and the patient status as of the date of this report was ¿alive ¿ no injury/no adverse event.¿ the pump was being used to deliver fentanyl, prialt, and bupivacaine. It was later reported that they were unable to aspirate fluid on (B)(6) 2013 and indicated an occlusion of the catheter. The patient had lack of efficacy. The catheter was replaced on (B)(6) 2013. Patient outcome was reported as ¿recovered without sequelae¿.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2013. Product type: catheter: product ID 8835, serial# (B)(4). Product type: programmer, patient. (B)(4).